Event description:
It was reported that this right atrial (ra) lead was found to be dislodged after implant. Reimplant surgery was performed, and this ra lead remains in service. No additional adverse patient effects were reported.